Event description:
The clinician reports that the day the implant was placed in ada 2, failure occurred upon insertion. Details of surgery: primary stability not achieved. Patient presented with bone type iii. No product was returned to the manufacturer. There were no reported patient injuries or complications.